Event description:
It was reported that the compressor was shutting off. There was no patient involvement. (B)(4).

Manufacturer narrative:
Our field service engineer investigated the unit on site. It was found that the compressor alarmed for high temperature and it was not cycling into standby or shutting off as firstly described in the problem description. Hence, the information that was firstly received from the user facility was incorrect. The thermoelectric cooler was replaced to solve the temperature issue. The compressor passed all functional and safety tests after the replacement and was cleared for clinical use. The replaced part was discarded by the hospital. Consequently, it has not been possible to determine the true root-cause of the error. The thermoelectric cooler cools the compressed air to avoid overheating of the compressor and to condensate moisture from the air. If the thermoelectric cooler does not work the temperature in the compressor will rise and alarms for high temperature are generated.

Event description:
(B)(4).